Manufacturer narrative:
The device was in use for treatment. The right ventricular lead remains implanted, and as a result, the allegations against this lead cannot be confirmed. This lead remains implanted for approximately 10 years, 6 months. No adverse patient effects were reported. A review of the device history records identified no rejects during manufacture of this lot. During final packaging, there was one reject for ligature sleeve found loose in the tray. A review of complaints found no other complaints against this lot number. Low impedance and sensing issues are recognized clinical events reported in the medical literature. This event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that there has been a gradual decline in impedance for this right ventricular lead. In addition, there is a failure to sense. The patient is pacemaker dependent. Measurements taken as of (B)(6) 2016: unipolar 280 and threshold 1.